Manufacturer narrative:
Investigation summary bd received 2 photos from the customer for investigation. The photos were reviewed and stopper pop off was observed on one tube; which resulted in leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes the stopper of an unspecified number of tubes popped off while in the pneumatic transport system resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes the stopper of an unspecified number of tubes popped off while in the pneumatic transport system resulting in sample leakage. No adverse impact was reported regarding the patient or user.